Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a remote transmissions showed that the atrial lead p waves were small in amplitude and there was atrial undersensing on the presenting electrogram. The atrial lead remains in use. No patient complications have been reported as a result of this event.